Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The insulin pump also received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The blood glucose reading was 493 mg/dl at the time of the incident and 140 mg/dl at the time of reporting. The customer had a high blood glucose over 600 mg/dl and treated. The blood glucose came down to 400 mg/dl but the customer was unable to bring it down. The customer had been treating high blood glucose with the insulin pump but the blood glucose did not go down. The customer treated the customer with manual injection. The parent reported that the drive support cap appeared normal and recessed. The insulin pump also alarmed for button errors. The parent reported that the customer welds and that the insulin pump may have been bumped. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.